Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. The final product for lot ta11499 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the photo for evaluation. Through visual inspection of the photo, a droplet can be seen at the base of the connector. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. Product is manufactured according to specifications and inspected throughout manufacturing. Through their investigation it was determined this incident was likely caused by personnel using excessive force to screw the phaseal connector to the y-site. H3 other text : see h.10.

Event description:
It was reported that there was leakage at the connection with a bd phaseal secondary set (c62). This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: this product is used for replacement for c61: now again leakage from the root of tube of connector -part. They have realized 3 from this same lot same kind of quality issues. Now they have one with out systostatics to use as a sample for investigation (it¿s only saline in the tube).

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage at the connection with a bd phaseal secondary set (c62). This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: this product is used for replacement for c61: now again leakage from the root of tube of connector part. They have realized 3 from this same lot same kind of quality issues. Now they have one with out systostatics to use as a sample for investigation (it¿s only saline in the tube).